Event description:
Procedure: urological. According to the reporter: it was reported that following anterior and posterior repair procedures in 2007, the doctor observed a mid-urethral fistula via cystoscopy and physical exam. The patient experienced urinary leakage (18 pads/day), pelvic pain, dyspareunia, and apical mesh exposure. The date of onset of complications was reported as original month. The size of the fistula was described as 1-2 cm. The doctor has planned excision of the mesh, uvf repair with martius fat pad graft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.